Manufacturer narrative:
User's contact information not provided.

Event description:
Two (2) endotine transbleph brow lift implants were implanted during a procedure on (B)(6) 2016. The patient developed bilateral inflammation and erythema. CT scan revealed orbital swelling, possible abscess, and a metallic foreign body abutting the anterior left supraorbital bone. The inflammatory response was noted as greater on the left side. The patient was taken to the operating room on (B)(6) 2016 and both implants were removed. Microaire was notified via medwatch report, mw5067605. Customer contact information was not provided.